Event description:
Caller reported that there was a malfunction in their pump, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.